Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided a recommendation to perform an x-ray, further troubleshooting, and programming options. The suspected cause is associated with the sense b node. This system remains in service. No adverse patient effects were reported.